Event description:
It was reported that the patient presented in clinic after receiving a patient notifier due to post paced t wave oversensing. The patient was asymptomatic. The device was reprogrammed.